Manufacturer narrative:
Lot code: fsz. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the established cause of the event is multifactorial.

Event description:
It was reported that the locking ring on screw broke.

Event description:
It was reported that the locking ring on screw broke.